Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device displayed a black screen. The field service engineer (fse) powered up the station, but drawer 3 had no lights. The station was shut down, and the drawer controller boards, retractor bands, and module controller boards were replaced. After reassembly, the station was booted into the application, and functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had black screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.